Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to twiddler's syndrome. It was suspected that the lead was damaged. No additional adverse patient effects were reported.